Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2003 - patient underwent incarcerated ventral hernia repair with composix e/x. Lysis of adhesions was performed. The medical records note that there was difficulty in the midline fascial edge while stapling. On (B)(6) 2005 - patient underwent incision and drainage with extensive debridement of abdominal wall multiloculated abscesses. Composix e/x mesh was excised. The medical records note the mesh appeared to have come loose and bunched up in the abdomen. On (B)(6) 2006 - patient underwent repair of recurrent incisional hernia. Lysis of adhesions was performed. One composix mesh was placed covering the defect and one composix kugel was placed to reinforce the edges. On (B)(6) 2008 - patient underwent exploratory laparotomy. The composix mesh appeared to be infected; however, the medical records note the contamination tracts appeared to have been passed from the transabdominal sutures (exterior to interior). Due to the appearance of infection the composix mesh and composix kugel mesh were explanted.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review the patient underwent repair of an incarcerated ventral hernia with composix e/x on (B)(6) 2003. The medical records note difficulty in securing the mesh in the midline region. On (B)(6) 2005, the patient underwent incision and drainage with extensive debridement of abdominal wall multiloculated abscesses. Upon entering the abdominal cavity it appeared the composix e/x mesh was "bunched up" and therefore was excised. Due to the presence of infection the patient did not undergo repair of the hernia until (B)(6) 2006 utilizing composix mesh and composix kugel. The composix mesh was placed covering the defect and the composix kugel was used to reinforce the repair. On (B)(6) 2008, the patient underwent exploratory laparotomy. The composix mesh appeared to be infected and the medical records noted the contamination tract appeared to be following the transabdominal sutures from the exterior to the interior of the abdomen. Due to the inability to control the infection, both composix mesh and composix kugel mesh were excised. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has multiple comorbidities including diabetes and morbid obesity. The information provide indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. An unresolved infection, however, may require removal of the prosthesis." The patient was also treated for an abscess and adhesions which are both known adverse events listed in the IFU. The medical records noted the mesh appeared to be "bunched" up which could have been a result of the noted difficulty in securing the mesh in the midline region at the time of implant. Additionally, no product was returned for evaluation. No conclusion can be drawn at this time. Information related to the recalled composix kugel mesh implanted on (B)(6) 2006 has been reported in accordance with (B)(4). See MDR 1213643-2011-00287 for information related to the composix mesh implanted on (B)(6) 2006.